Manufacturer narrative:
(B)(4). The history log for this device showed the pad-pak was first installed successfully on 19th march 2010 and that it had performed to specification up to 13th september 2015. During this time a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 19th september 2015 and the final history log entry on the 21st september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.